Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that while completing a preventative maintenance and replacing the scroll compressor, the connector for the pressure hose broke. The fse ordered and replaced the pressure hose. The fse then completed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The company representative reported that while performing a preventive maintenance (pm) the pressure hose connector broke. There was no patient involvement or adverse event reported.